Event description:
In 2007, a patient underwent endovascular repair of an aaa using another manufacturer's aaa endoprosthesis. A final angiogram revealed a proximal type I endoleak. The proximal aorta was ballooned using a coda balloon when it was noticed that the aorta, at the level of the renal arteries, appeared to give away, the proximal endoleak did not resolve with the ballooning, therefore, an aortic extender component was implanted. The aortic extender component moved distally following deployment. A tear was seen in the proximal aorta. The patient was converted to an open repair. It was reported that, the surgical procedure was unsuccessful due to lack of aortic wall density. The patient expired that evening due to blood loss.

Manufacturer narrative:
Eval: we caution in our labeling if the coda balloon catheter is being utilized to expand a vascular prosthesis, use the radiopaque markers to ensure that the entire balloon is positioned within the prosthesis . No product was returned to assist in this investigation. Based upon the information provided, it appears that the tear may have occurred during the inflation of the balloon.